Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight and reported a sore developing under the right breast. The patient believes the irritation was caused from sweating and advised there was friction under the right breast. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments. The patient reported the hospital staff as been applying and ointment to the irritation. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the garment was too tight and reported a sore developing under the right breast. The patient believes the irritation was caused from sweating and advised there was friction under the right breast. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments. The patient reported the hospital staff as been applying and ointment to the irritation. Follow up indicated the irritation improved.